Event description:
It was reported that the patient's primary care physician wants the patient to be seen by a neurologist and have the vns checked due to an increase in seizures. It was unknown when the vns was last checked and it is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. No additional relevant information has been received to date.